Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a unusual noises and unresponsive keypad. Customer stated that the rewind was slower. Customer stated that insulin pump had a crack on the ring. Customer stated that insulin pump did not give low reservoir warnings when the insulin was low in the reservoir. Customer mentioned that buttons stick down when pressed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.